Event description:
It was reported that following implant, it was noted that the right ventricular (rv) lead had become dislodged. An x-ray photo was taken, in which it was noted that the rv lead had fallen off the septum to the apex and the right atrial (ra) lead appeared to have been pulled down as well. The slack for the ra lead was adjusted accordingly. The rv lead was repositioned at the septum and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.